Event description:
It was reported that unspecified quantity of em2400 valve sets leaked during compounding. In one instance, the leakage resulted in contamination of prepared bags containing water-soluble vitamins at port 1. The valve sets were replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the events occurred on 16 may, 2025 and 19 may, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h11 h11: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by installing the valve set sample on a compounder and performing the system functional test procedure for the main module compounding system. This included the setup wizard which further included prime, verify, automated occlusion self-test, pump calibration, and direct entry compounding cycles with a 70% dextrose solution set to port 19 and sterile water universal ingredient to port 24 for testing. No calibration errors or leaks were encountered during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, d4 (lot, expiration date, UDI), e1 (first name, last name, facility name, reporter address, city, postal code, phone no., e-mail). B3: the event occurred in may, 2025 (update). B5: update the statement "unspecified quantity of em2400 valve sets" to "an em2400 valve set". Remove the statement, "in one instance, the leakage resulted in contamination of prepared bags containing water-soluble vitamins at port 1. The valve sets were replaced to resolve the issue." E1: initial reporter phone no.: (B)(6).